Event description:
Post surgical procedure, pt developed bronchospasm. During injection of albuterol in-line by anethesiologist, the tip came off and fell down endotracheal tube, pulmonologist was consulted; bronchoscopy was performed; tip was located and retrieved.

Event description:
Information received from MFR on 01/11/2000: from the description provided, this appears to be a unique incident. Company will examine any photographs facility may have, however, it is unlikely that this will allow them to identify the cause of this condition. If hospital policy allows it, company suggests that facility forward the syringe to them for investigation.